Event description:
Patient reports the stopper missing from cassette when she went to mix her medication. Patient had other cassettes on hand and did not miss therapy. Lot number: 4192063. Cassette is not available for return. No further information provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.

Event description:
Patient reports the stopper missing from cassette when she went to mix her medication. Patient had other cassettes on hand and did not miss therapy. Lot number: 4192063. Cassette is not available for return. No further information provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.